Event description:
Portable unit was used to obtain patient image. The image could not be transferred to image storage software due to a "glitch" in the software. This caused the technician to take a second image. A second similar event occurred subsequently on a subsequent date and was corrected by the software vendor with a version upgrade. Appeared problem related to annotations made on image by the technician caused file corruption.